Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell due to a supply bag falling and the spike separating from the bag. Proper procedures per the user manual were reviewed with the caller. The sample was discarded. No patient injury or medical intervention reported. No additional information available.